Manufacturer narrative:
(B)(4). Results: (endoleak) (neck dilatation). Conclusion: (neck dilatation).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 21 months ago. Aneurysm and vessel morphology at the time of implant were not reported. The patient presented symptomatically with back pain. A proximal type I endoleak was noted, due to neck dilatation to 28 mm in diameter. The aneurysm size (diameter unknown) had reportedly not changed since the time of implant. The neck was otherwise straight, non-calcified, and without thrombosis. A 32 mm talent cuff was implanted to successfully repair the leak. No additional clinical sequelae were reported, and the patient is fine.